Manufacturer narrative:
Sections were updated to reflect additional information received for this reported event. Clinical review of medical records show that on (B)(6) 2015, the patient was discharged from the hospital against medical advice. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 7 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a (B)(6) male patient reported a patient was admitted to the hospital for abdominal pain, cloudy effluent, was diagnosed with (B)(6) epidermidis peritonitis, and treated with vancomycin and ceftazidime. The patient was discharged on (B)(6) 2015 and the abdominal pain, cloudy effluent, and peritonitis had resolved.